Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stone removal procedure in the kidney, performed on (B)(6) 2020. According to the complainant, during unpacking, the physician found the stent was detached in several pieces. Another purcuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter state: shandong. Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted the stent was found detached in several sections, the suture hole was torn, and the suture string was not returned for analysis. The device was outside the original package. A media inspection of a photo provided by the complainant noted that the stent was detached in several sections. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the string was not returned for analysis, evidence that the stent was manipulated. The failure found, shaft detached in several sections and suture hole torn, are issues that could have been generated by the user or due to the interaction of the device with the suture string. The most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Note: on august 16, 2020, the complainant reported that the event addressed by manufacturer report #3005099803-2020-03197 is a duplicate of the event addressed by this report (manufacturer report # 3005099803-2020-03190.) All relevant information regarding this event will be captured by this report (manufacturer report # 3005099803-2020-03190).

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stone removal procedure in the kidney, performed on (B)(6) 2020. According to the complainant, during unpacking, the physician found the stent was detached in several pieces. Another purcuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.